Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please review the coblation coblator ii controller system user¿s manual for instructions for unpacking, assembly, system check, instructions for use, maintenance, and troubleshooting of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during setup for a tonsillectomy, the flow control unit was not working, no further information provided. There was no delay reported and the procedure was completed by controlling the saline drip manually with the roller clamp. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.